Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic during follow-up, device was in back-up vvi mode. Device was unable to maintain adequate telemetry and due to low battery status, further troubleshooting could not be performed. Device was explanted and replaced due to normal eri. Patient was well post procedure.